Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2014 that the device worked perfectly until the patient went into the hospital in august and subsequently had multiple x-rays and CT scans for heart problems. When the patient returned home after the 10 day stay, his system did not work at all. Multiple trickle charges were performed at that time and was able to get the battery to respond, yet after that initial charge, the battery has not worked. The device was reprogrammed. The ins battery depleted prematurely. An overdischarge was still suspected and it was unknown what number of overdischarge it was. A physician mode recharge (pmr) did not successfully reset the device. The company representative could not get any communication with the battery. The device was going to be replaced in the near future. No patient symptoms were reported and the patient status at this time was alive, no injury.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had 8 x-rays and 2 cat scans, and now their stimulator won¿t turn on. It was stated the patient thought the stimulator was dead. It was reported that overdischarge was suspected. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was scheduled for his replacement on (B)(6) 2014.

Event description:
It was further reported that no malfunctions were noted intra-op. Since the procedure the patient was receiving stimulation.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge.